Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" and/or "operational context" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the guidewire got stuck. When did it occur? It occurred during ripv mapping with farawave. What type of guidewire was used? Starter. If the guidewire is a bsc device, please specify the lot or j-pos number; lot: 9671298. Was a new guidewire used to continue the procedure? Or was the same guidewire used? A new wire was used. Was the guidewire able to be removed normally? No. Was there any resistance during the guidewire operation? There was severe resistance, making it unable to perform pushing nor pulling. Was the guidewire inserted and removed from the catheter multiple times? No. What was the activated clotting time (act) when the stuck occurred? Over 300. Please specify the details of the event; using the farawave, mapping was performed for ls, li, and rs. However, when the catheter was deployed at the ostium part of the ripv to perform the mapping of ri, wire operation was no longer possible from that point. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" infected: yes. Infection name: hepatitis c. Diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient. Patient outcome: no adverse event first time the unit was used: yes, tested prior to use: yes. Used before expiry date: yes. Generator used: ablation catheter. Used other used. Event date: (B)(6) 2025. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Event description:
Device/procedure outcome: procedure completed, unable to use device - attempted, different device used (same model). Patient outcome: f26: no health consequences or impact. Event description: per cnf, it was reported that: event; the guidewire got stuck. When did it occur? It occurred during ripv mapping with farawave. What type of guidewire was used? Starter. If the guidewire is a bsc device, please specify the lot or j-pos number; lot: 9671298. Was a new guidewire used to continue the procedure? Or was the same guidewire used? A new wire was used. Was the guidewire able to be removed normally? No. Was there any resistance during the guidewire operation? There was severe resistance, making it unable to perform pushing nor pulling. Was the guidewire inserted and removed from the catheter multiple times? No. What was the activated clotting time (act) when the stuck occurred? Over 300. Please specify the details of the event; using the farawave, mapping was performed for ls, li, and rs. However, when the catheter was deployed at the ostium part of the ripv to perform the mapping of ri, wire operation was no longer possible from that point. Note: all patient information fields that were left blank in the cnf - "asked but not available as per account" infected: yes infection name: hepatitis c diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: yes tested prior to use: yes, used before expiry date: yes, generator used ablation catheter used other used event date: 2025-12-22. As reported device codes: 1274: difficult to advance. As reported patient codes: 9398: no clinical signs, symptoms or conditions.

Manufacturer narrative:
Awaiting return of the device.